Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap ventral hernia. The stabilization bulb/expander broke off when deployed. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.